Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-08945. Concomitant medical products: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, acetabular cup, unknown part/lot. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for a left hip revision procedure due to asceptic loosening; however, no revision has been reported to date. Attempts have been made and additional information on the event is unavailable at this time.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08945, 0001825034 - 2017 - 08946, 0001825034 - 2017 - 08947, 0001825034 - 2017 - 08948. Concomitant: femoral head,unknown part/lot; acetabular liner, unknown part/lot; femoral stem,unknown part/lot; acetabular cup, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient has been indicated for a left hip revision procedure due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the event is unavailable at this time.